Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered severe urine leakage, pain with deep coughing, inability to have intercourse, pelvic pressure, and pelvic pain. No further information has been provided.